Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that approximately 1 unit of insulin was infused. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/25/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the reported event date of (B)(6) 2015 was found to be overwritten in the black box. Black box indicated multiple ¿call service (cs) 162¿ loss of prime warnings due to low non zero force. The returned battery/cartridge caps were used during investigation. The ¿ez-prime¿ steps were performed correctly on the pump. There were no ¿cs162¿ warnings or any errors, alarms or warnings that occurred during the investigation. The product performed within specification and the reported ¿loss of prime¿ complaint was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.